Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low voltage lead was found to be dislodged post-operatively. The lead was re positioned and remains in use. No patient complications have been reported as a result of this event.